Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
Incident, unanticipated (serious injury: premature delivery). This is a spontaneous case report received from a physician in united states on 25-feb-2015. It describes the occurrence of pregnancy in a female patient of unspecified age who had and only one essure (fallopian tube occlusion insert) placed. Physician reported that he has an essure patient who is pregnant. Health care professional performed procedure and while he was away on vacation, a different physician (name unknown) read the hysterosalpingogram films and advised patient she could rely on essure for birth control. However, according to physician, patient had only one micro-insert placed. Patient plans to continue the pregnancy. Follow up information from 23-mar-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. In this particular case, it was reported that only one micro-insert was placed in the patient. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 07-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up information received on 09-nov-2015 the patient's initials and date of birth were updated (she was (B)(6)). Her weight was (B)(6) and bmi was (B)(6). Patient had a history of previous c-section. At time of insertion she was not in a post-partum state. Cervical dilation and local anesthesia were used. Sounding was denied. It was reported that numerous attempts to cannulate right ostia were done, but it was unable. Fluid loss was less than 1500cc and procedure took more than 20 minutes. After insertion and before confirmation test, oral contraception was used. Hsg (hysterosalpingogram) was done and bilateral occlusion was seen; left device was in place. She was said that right tube was also blocked and stopped contraceptive. On an unspecified date, patient delivered at (B)(6) of gestation (premature delivery) a live birth baby by c-section. Complications were denied. According to the physician, a btl (interpreted as bilateral tubal ligation) was done and essure was removed by laparotomy (salpingectomy was necessary). Case upgraded to incident. Company causality comment this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and got pregnant. She delivered at (B)(6) of gestation (premature delivery) a live birth baby by c-section. Complications were denied. She underwent a bilateral tubal ligation and essure was removed by laparotomy (salpingectomy was necessary). Premature delivery and c-section are unlisted in the reference safety information for essure, while pregnancy is non-serious. These events were considered serious. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, the hysterosalpingogram was performed and the physician advised patient she could rely on essure for birth control. Nevertheless, according to reporter physician, patient had only one micro-insert placed. The possibility of device inefficacy cannot be totally excluded and the pregnancy is assessed as related to essure use. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case, a mechanical interference between essure and the developing pregnancy cannot be excluded. As c-section is a surgical delivery and no medical reason for the procedure was reported, causality can be excluded. This case was upgraded to incident due to premature delivery. An updated product technical complaint is expected.